Event description:
It was reported to the manufacturer that the site has been facing communication issues with their programming system. Troubleshooting did not resolve the issues. A new programming system was sent for replacement per the site's request. The site's non-working device has been returned to the manufacturer for product analysis. Good faith attempts to obtain additional information have been unsuccessful to date. Product analysis is currently pending.